Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan from the united states alleging that their onetouch verio iq meter was failed a control test high. The patient was unable to recall the exact control result. The patient denied developing symptoms or receiving medical intervention due to the alleged issue. During troubleshooting the customer care advocate (cca) confirmed that the test strips and control solution were not expired. The cca also confirmed that the patient was using the correct test strips and correct testing process. The alleged issue was not resolved with troubleshooting. The complaint is being ruled out as an adverse event because the patient did not allege any harm due to the alleged issue. However, their complaint is being reported as a malfunction because the two results being compared exceed lifescan's specifications for precision testing.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up (12/20/2012) - device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.